Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va3275c, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va3275c, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were experiencing multiple issues. They stated that they developed an infection after the surgery, believe the device was not functioning correctly, and mentioned that a wire was exposed. The patient was currently waiting at their healthcare provider's (hcp's) office to be seen and suspects they may require another surgery. The patient noted that the issues began two weeks after the procedure. They inquired whether they could check the response from the ins remotely. The patient was redirected to their healthcare provider (hcp) for further evaluation and resolution of the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va3275c, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.